Manufacturer narrative:
No product was returned for evaluation. Therefore, we are unable to confirm any malfunction or defect that may have caused or contributed to the customer's dka and pod-site infection. The omnipod's user guide advises "dka is a serious - but totally preventable - emergency that can occur if you ignore high blood glucose levels." It warns users that "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Dka can be avoided by "checking blood glucose at least four to six times a day." The user guide instructs customers to treat dka as follows: ketones must be checked; if ketones are negative or trace continue treating for high blood glucose; if ketones are present and are feeling ill then call your hcp for guidance; if ketones are present but are not feeling ill then replace the pod using a new vial of insulin; check bgs again after two hours, if levels have not decreased them immediately contact your hcp. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs." And cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your hcp. Treat the infection according to instructions from you hcp." It also advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as, pain, swelling, redness, discharge, or heat." Pod lot and sterilization records were reviewed and found to have met all acceptance criteria.

Event description:
Patient's mom reporter her daughter was admitted to the hospital due to "diabetic ketoacidosis (dka) and an infection on her arm [from] a prior pod she had on which was removed due to pain [at pod] site." The patient was treated with an "IV drip." On (B)(6) 2011, the patient was taken off the IV drip and resumed treating her diabetes using a pod. Later that afternoon her bg levels began to "climb again" so the pod was deactivated. It is not known how the patient resumed treating her diabetes. The patient was due to be released from the hospital on (B)(6) 2011.